Event description:
A physician reported a patient who was originally skin tested on 2 september 1998 with negative results. On 8 october 1998, the patient was treated in the nasolabial folds and the upper vertical lip lines. On 1 december 1998, the patient developed redness, swelling, induration, and "itching" at the treatment sites of the nasolabial folds. She was seen with symptoms present on 2 december 1998. The physician prescribed non-prescription "cortisone" cream. On 19 january 1999, the physician prescribed an injection of kenalog. The physician believed the symptoms were related to a hypersensitivity.